Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -11.0 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2016 and the problem was resolved.

Manufacturer narrative:
Additional information: lens description is -11.0/+1.0/093 (sphere/ cylinder/ axis). Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on the product. Visual inspection found that haptic was torn/ broken/ bent/ deformed. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -11.0/+1.0/093 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015 with no reported patient issues. (B)(4).